Event description:
A customer reported a cartridge alarm 30 issue with their pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. In response, technical support arranged to replace the pump with one that has updated software and provided the customer with related training information. The customer was instructed on storage mode procedures and the required steps for returning the problematic pump. The replacement process was acknowledged by the customer.